Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be an issue with the pump motor or photo switch, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an error code 1870'. Troubleshooting was performed and it was stated that the pump was running but the alarm returned. Per the reporter, there were no patient adverse effects.